Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. Visual, functional and accuracy tests were performed. The customer's reported problem of pump did not deliver any medication was not duplicated. The device was able to function as intended and performed with no issues. No problem was found, and no action was taken outside of standard preventative maintenance.

Event description:
It was reported that the device did not deliver any medication. Event occurred while use with patient, and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.